Event description:
It was reported that during an ipg replacement (manufacturer report number:1627487-2020-04829) the patient was unable to feel any therapy with the l3 lead. As such, the physician explanted and replaced the patient¿s l3 lead to address the issue. Reportedly, the issue was resolved post op. Investigation was unable to determine which of the 2 l3 leads was explanted.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-90a , UDI: (B)(4), serial: n/a, batch: ab2167.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.